Event description:
It was reported this was an arteriotomy closure of the right common femoral artery using the pre-close technique via a 6f sheath hole prior to an unspecified procedure. Reportedly, a cuff miss [suture retrieval issue] was noticed with the proglide. Two additional proglides were successfully pre-placed. The sheath was upsized to a 9f and the procedure was completed. Hemostasis was achieved with the successfully placed sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. An additional proglide device was returned. There was a link break noted to the returned device. A device in this condition would not have achieved hemostasis. No additional information was provided.

Manufacturer narrative:
The proglide device with the cuff-miss referenced is filed under a separate medwatch report number. This report captures the additional device returned. The device was returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the return analysis, a suture break occurred with this device. Factors that contribute to material separation, include but are not limited to, an interaction with patient anatomy or inability to maintain position/stability of the device during deployment. There is insufficient information to determine a root cause. It is possible, there was difficulty related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.